Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova representative advised the customer for replacement of the motor control board. The board has been requested for return to livanova (B)(4) for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message for motor controller failure during priming. There was no patient involvement.